Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon (B)(6) reported direct to (B)(6): translation in one patient,born 1948 a bicondylar knee endoprosthesis of the type lcs-duofix was implanted due to gonarthrosis on (B)(6) 2008 it is now known that in this version the hydroxyapatite coating of procoat is replaced, resulting in damage to the pe, the metal component and, last but not least, osteolysis of the bone. Patient introduced herself with increasing effusion, instability and pain in our facility. The x-ray and CT showed pronounced osteoyses in the bone adjacent to the prosthesis femoral and tibial, which I confirmed intraoperatively and required the complete endoprosthesis change with defect filling by augments. At the distant implant, macroscopically significant scratches were found on the metal components and grooves in the pe bearing the microbiological smear was negative.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.